Manufacturer narrative:
Device history review the device was not received back for evaluation and no device nonconformance could be confirmed. The definite root cause of the event cannot be determined conclusively. However, it is likely that user error was a contributing factor. Not returned.

Event description:
It was reported that; on (B)(6) 2015, plif for l5/s was performed. Dysuria was confirmed on (B)(6) 2015 due to the incorrect screw insertion direction, on (B)(6) 2015 a revision surgery was performed.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the event description states that an incorrect trajectory was taken for screw placement. There are instruments and implants present in the xia 3 sets that will aid in proper screw trajectory. However, ultimately the trajectory is controlled by the user. Conclusion: the definite root cause of the event cannot be determined conclusively. However, it is likely that user error was a contributing factor.

Event description:
It was reported that; on (B)(6) 2015, plif for l5/s was performed. Dysuria was confirmed on (B)(6) 2015 due to the incorrect screw insertion direction, on (B)(6) 2015 a revision surgery was performed.